Manufacturer narrative:
The software logs were reviewed but provided insufficient information to determine the root cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the system was plugged into a known good outlet when it lost power.

Manufacturer narrative:
Patient weight not available from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that the site stated that they were in the middle of navigating and the system stated "internal error" and then shut down. They turned it back on and were able to select their patient then proceed to navigate again. There was less than an hour delay in the procedure. No impact on patient outcome.